Event description:
Smith&nephew recently rec'd two complaints from the hosp where the intelijet pump was not pumping. The hosp was contacted and during the conversation with the staff member at the hosp, smith & nephew discovered that the hosp has experienced seven add'l failures where the intelijet pump has overpressurized during surgery. There were no injuries or complications to the pts. The hosp did not report the incidents to smith & nephew. These failures occurred over several months and the hosp was not able to provide details about the incidents.